Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead noise oversensing episodes was observed via remote transmission. The lead was capped on (B)(6) 2019 and replaced with no complications. The patient was stable.